Event description:
It was reported that the intermittent catheter syringe opening was too wide spilling out the medicine that they inserts into patient bladder. They had 80 unused and 10 that they used in an attempt to make them work. Per clarification mail received from liberator on 09jul2024, it was reported that patient was having issues with the catheters with a use by date of 28dec. Stated that customer not only drain out, but always used the opening of the catheter to inject medicine. Customer said however the opening on this order the opening on the catheter was bigger. Customer had 80 unused and 10 that they used in an attempt to make them work. Per customer on 15jul2024, they confirmed all the details of the reported product. Customer confirmed pcn#51612, lot jujn9214, use by date 2028dec. Customer stated that the issue was that the syringe opening was too wide, which made the medicine spill out while trying to administer it to the patient. Customer recommended a smaller opening for the syringe would be more useful

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR as not reportable as the reported event was confirmed as user related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intermittent catheter syringe opening was too wide spilling out the medicine that they inserts into patient bladder. They had 80 unused and 10 that they used in an attempt to make them work. Per clarification mail received from liberator on 09jul2024, it was reported that patient was having issues with the catheters with a use by date of 28dec. Stated that customer not only drain out, but always used the opening of the catheter to inject medicine. Customer said however the opening on this order the opening on the catheter was bigger. Customer had 80 unused and 10 that they used in an attempt to make them work.